Event description:
Diabetic ketoacidosis; dexcom g6 readings were inaccurate for days. Product sold to not require calibration but I kept getting calibration alerts. Throughout the night the device gave me readings between 100 to 120, which is normal and expected. I woke up feeling ill, dehydrated. Did a fingerstick for blood (which dexcom says isn't required) and my blood sugar was 321. Ended up in hospital for diabetic ketoacidosis. Every sensor that I have had from dexcom since inserting a new transmitter on (B)(6) 2020 has failed to last the full 10 days and gives readings that are not close to actual blood sugar. I cannot do fingerpricks while I am sleeping, dexcom needs to do quality control because this very expensive device doesn't work. Its failure led me to miss an opportunity to use insulin to correct my blood sugar and protect myself. I am always careful with my blood sugars and never go this high. Dexcom's quality control has deteriorated significantly as the sensors do not last and give highly inaccurate readings. What happens if my blood sugar is really low but dexcom is reading high? This company needs to provide a product that works as advertised. This could be very dangerous. FDA safety report ID # (B)(4).